Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery test fail alarm. The customers blood glucose level was normal at the time of incident and did not require any medical treatment. The insulin pump will not be returned for analysis.